Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation located in the distal and mid left anterior descending (lad) coronary artery. The 2.8x19 mm graftmaster covered stent was implanted at 15 atmospheres; however, the perforation was not sealed. A 3.5x19 mm graftmaster covered stent was also implanted at 15 atmospheres but again the perforation was not sealed. Reportedly, the use of either graftmaster did not cause or contribute to adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.